Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2011 and a drain was placed. The drain was removed on an unknown date. The patient experienced an infection and was given intravenous antibiotics. (B)(6) was cultured from the abdominal fluid sample taken from the drainage bottle. Within hours of notification of infection, an abdominal washout was performed. The patient outcome was reported as stable and doing well.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00513. The same patient is represented in each medwatch.